Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use from (B)(6) 2019 to (B)(6) 2019. Blood glucose (bg) of 338 mg/dl was entered into the pump by the user on (B)(6) 2019 at 11:30:41 am. Blood glucose (bg) of 25 mg/dl was then entered into the pump by the user on (B)(6) 2019 at 11:44:25 am. 25 grams of carbs were entered 11 seconds after at 11:44:36 am indicating the bg of 25 mg/dl was likely entered in error. Blood glucose (bg) of 53 mg/dl was entered into the pump by the user on (B)(6) 2019 at 6:04:47 am. Blood glucose (bg) of 46 mg/dl was entered into the pump by the user on (B)(6) 2019 at 3:59:33 pm. Blood glucose (bg) of 52 mg/dl was entered into the pump by the user on (B)(6) 2019 at 5:22:00 pm. Blood glucose (bg) of 41 mg/dl was entered into the pump by the user on (B)(6) 2019 at 6:02:34 pm. A tubing fill of size 16.4 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019 and (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. A tubing fill of size 16.0 units was observed on (B)(6)2019. On 11/2/2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure. Correction- h3

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events ranging between 20-50 mg/dl; cause was unknown. Customer's husband provided high sugar food to treat bg level when the customer was unconscious. Review of the pump data logs by tandem technical support shows that the pump is functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.